Event description:
It was reported that during an unspecified procedure, stent damage occurred. The lesion location and characteristics are unknown. The express biliary stent 9.0 x 30 mm started to flare off the balloon and was unable to be recrimped. The balloon was removed successfully. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "ok". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.